Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was in overdischarge and the rep was unable to interrogate it. The ins was replaced on (B)(6) 2019 and the issue was considered resolved. No further complications were reported.